Event description:
A customer reported to baxter (B)(4) of an administration set in which the spike broke at the spiking step. There was no patient involvement, patient injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection revealed that the spike tip was broken off hence the customer reported problem was confirmed. The root cause was determined to be excessive force applied by the end user. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.